Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to test her blood glucose due to a blank screen that appeared on their freestyle flash meter. Customer reported experiencing symptoms of "vision problems, aches and pains, and swollen ankles". Customer was taken to her doctor's office where she was diagnosed with severe hyperglycemia. Customer stated she was not given any treatment at the doctor's office, but her doctor increased her prandin and humulin insulin dosages.